Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported by the patient that they were having difficulty interrogating and that recharging was taking too long. The manufacturer representative (rep) checked both the recharger and the implantable neurostimulator (ins) and reported that it was intermittent. The patient had lost 63 pounds and they thought the ins might have moved. The rep reportedly wanted to rule out the charger before they went any further. Relevant medical history included failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.